Event description:
It was reported by service report that the fowler was drifting and unable to remain in the down position and the fowler gas cylinder was leaking. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler.